Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the system fault sf180, indicating a battery charger fault, occurred during the device start-up. Performance testing was not able to reproduce the reported fault. Battery testing resulted in "no fault found" with the internal battery. The evaluation also determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf180) error message and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs revealed that the device has not been in use for about two weeks and the reported system fault 180 (sf180) occurred after the device start-up. The error message self-cleared after the internal battery warmed up. Based on all available evidence and previous investigations of similar complaints, the system fault 180 was most likely due to the device operation in a low temperature condition outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf180) error message and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.